Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from (B)(6) 2019 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200294424 for misc - physical damage which correlates to the customer reported issue. This will be escalated to cad management for further investigation.

Event description:
The customer reported a keypad issue. There was no patient involvement.